Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for concerns regarding low battery alarms. The patient's controller showed low battery when 2-3 bars were present on their batteries. The patient stated that all equipment was cleaned appropriately and that the batteries and clips were new. Log file analysis captured low battery hazard events on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 while connected to battery power. These events were potentially related to a weak connection between the battery and battery clip contacts. Motor function was not affected. There were also some unusually low and fluctuating voltages recorded while connected to mobile power unit (mpu) power. The mpu voltage fluctuations may have been related to an issue with the mpu or the system controller power leads. The patient was given 4 new clips on (B)(6) 2022 and they would continue to be monitored.

Event description:
The battery clip exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of voltage changes while the controller was connected to the mobile power unit (mpu) was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 4 days (30mar2022 ¿ 04apr2022 per timestamp). Intermittent drops in the relative state of charge (rsoc) and bus voltage levels on both power cables were captured throughout the log file when the system controller was connected to the mobile power unit (mpu); however, the voltages did not drop enough to activate an associated alarm. Rsoc voltages were captured as low as 11.6v and bus voltages as low as 13.4v. Pump operation was not affected by this low voltage. There were no other notable alarms. Additional information provided on 11apr2022 stated that the serial number of the mobile power unit was unknown, and that no product would be returned for evaluation. A root cause for the reported event could not be conclusively determined through this analysis. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.